Event description:
The lay user/pt contacted lifescan alleging that the product was reading inaccurately high. The pt said he obtained a reading "over 600" on the lfs product compared to a reading of 2800 mg/dl on another non-lfs meter in tests performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The customer care advocate was unable to complete troubleshooting because the pt did not have test strips. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.